Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") and genital haemorrhage ("abnormal bleeding(general) irregular bleeding characterised as abreakthrough bleed and intermenstrual spotting in an irregular pattern associated with cramps") in a 36-year-old female patient who had essure (batch no. 627312) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included vaginal infection (not recovered prior to essure). Concurrent conditions included dysfunctional uterine bleeding, vulval candida, bacterial vaginosis and adenomyosis. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced vaginal infection ("abnormal vaginal infections/infection (bladder/urinary tract/vaginal): vaginal infections,") with vaginal discharge. In (B)(6) 2009, the patient experienced genital haemorrhage (seriousness criterion medically significant), menorrhagia ("prolonged menstruation/abnormal bleeding (vaginal, menorrhagia),") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"). In (B)(6) 2009, the patient experienced urinary tract infection ("infection (bladder/urinary tract/vaginal): uti,"). In (B)(6) 2010, the patient experienced inflammatory bowel disease ("bowl problems/ gastrointestinal or digestive system condition: inflammatory bowel syndrome") with constipation and abdominal distension. In (B)(6) 2010, the patient experienced fatigue ("fatigue,"). In (B)(6) 2011, the patient experienced alopecia ("hair loss"). In 2011, the patient experienced vomiting ("vomiting,"). In (B)(6) 2011, the patient experienced metrorrhagia ("abnormal bleeding (general) irregular bleeding characterized as breakthrough bleeding and inter menstrual spotting in an irregular pattern associated with cramps") and dysmenorrhoea ("severe menstruation pain/dysmenorrhea (cramping),/abnormal bleeding (general) irregular bleeding characterized as breakthrough bleeding and inter menstrual spotting in an irregular pattern associated with cramps"). In (B)(6) 2014, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), pelvic pain ("pain pelvic pain moderate and characterised as a pressure sensation and fullness located in the right lower quadrant"), back pain ("severe back pain") and pelvic discomfort ("pain pelvic pain moderate and characterised as a pressure sensation and fullness located in the right lower quadrant"). In (B)(6) 2014, the patient experienced cervicitis ("infection (bladder/urinary tract/vaginal): cervicitis"). On (B)(6) 2014, 5 years 9 months after insertion of essure, the patient experienced libido decreased ("decreased libido,") and coital bleeding ("infection (bladder/urinary tract/vaginal): cervicitis (bleeds on contact and with intercourse),/post coital bleeding"). In (B)(6) 2015, the patient experienced vulvovaginal discomfort ("vulvar irritation"). In (B)(6) 2016, the patient experienced bone loss ("bone loss at tail bone"), vulvovaginal burning sensation ("vaginal burning") and cystitis ("infection (bladder/urinary tract/vaginal): cystitis,"). On (B)(6) 2016, the patient experienced procedural pain ("painful post-operative recovery"). On (B)(6) 2017, the patient experienced vulvovaginal dryness ("vaginal dryness"). On an unknown date, the patient experienced arthralgia ("joint pain") and dyspareunia ("pain during intercourse/dyspareunia (painful sexual intercourse),"). The patient was treated with metronidazole (flagyl), fluconazole (diflucan), fluconazole, nystatin w/triamcinolone [nystatin,triamcinolone], nitrofurantoin (macrobid), lotrisone, esomeprazole magnesium (nexium), surgery (on (B)(6) 2016 underwent full hysterectomy with bilateral salpingectomy) and surgery (d and c). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, inflammatory bowel disease, pelvic pain, vaginal haemorrhage, dysmenorrhoea and vaginal infection had resolved, the genital haemorrhage, alopecia, fatigue, arthralgia, back pain, menorrhagia, dyspareunia and procedural pain was resolving and the bone loss, libido decreased, coital bleeding, cervicitis, vulvovaginal discomfort, vulvovaginal burning sensation, vulvovaginal dryness, cystitis, urinary tract infection, vomiting, metrorrhagia and pelvic discomfort outcome was unknown. The reporter considered abdominal pain, alopecia, arthralgia, back pain, bone loss, cervicitis, coital bleeding, cystitis, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, inflammatory bowel disease, libido decreased, menorrhagia, metrorrhagia, pelvic discomfort, pelvic pain, procedural pain, urinary tract infection, vaginal haemorrhage, vaginal infection, vomiting, vulvovaginal burning sensation, vulvovaginal discomfort and vulvovaginal dryness to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: confirming full occlusion of fallopian tubes nuclear magnetic resonance imaging - on an unknown date: bone loss (B)(6) 2008: pathology: beta streptococcus group b isolated. (B)(6) 2013: pathology gardnerella vaginalis detected quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jul-2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") and genital haemorrhage ("abnormal bleeding(general) irregular bleeding characterised as abreakthrough bleed and intermenstrual spotting in an irregular pattern associated with cramps") in a 36-year-old female patient who had essure (batch no. 627312) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included dysfunctional uterine bleeding, vulval candida, bacterial vaginosis and adenomyosis. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2009, the patient experienced genital haemorrhage (seriousness criterion medically significant), menorrhagia ("prolonged menstruation/abnormal bleeding (vaginal, menorrhagia),") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"). In 2010, the patient experienced fatigue ("fatigue,"). In 2011, the patient experienced alopecia ("hair loss"), inflammatory bowel disease ("bowl problems/ gastrointestinal or digestive system condition: inflammatory bowel syndrome") with constipation and abdominal distension and vomiting ("vomiting,"). In (B)(6) 2011, the patient experienced metrorrhagia ("abnormal bleeding (general) irregular bleeding characterized as breakthrough bleeding and inter menstrual spotting in an irregular pattern associated with cramps"). In 2013, the patient experienced urinary tract infection ("infection (bladder/urinary tract/vaginal): uti,"), cervicitis ("infection (bladder/urinary tract/vaginal): cervicitis") and cystitis ("infection (bladder/urinary tract/vaginal): cystitis,"). In (B)(6) 2014, the patient experienced pelvic pain ("pain pelvic pain moderate and characterised as a pressure sensation and fullness located in the right lower quadrant") and pelvic discomfort ("pain pelvic pain moderate and characterised as a pressure sensation and fullness located in the right lower quadrant"). In 2014, the patient experienced vaginal infection ("abnormal vaginal infections/infection (bladder/urinary tract/vaginal): vaginal infections,") with vaginal discharge and coital bleeding ("infection (bladder/urinary tract/vaginal): cervicitis (bleeds on contact and with intercourse),/post coital bleeding"). On (B)(6) 2014, 5 years 9 months after insertion of essure, the patient experienced libido decreased ("decreased libido,"). In 2015, the patient experienced vulvovaginal discomfort ("vulvar irritation"). In 2016, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), back pain ("severe back pain"), bone loss ("bone loss at tail bone") and vulvovaginal burning sensation ("vaginal burning"). On (B)(6) 2016, the patient experienced procedural pain ("painful post-operative recovery"). On an unknown date, the patient experienced dyspareunia ("pain during intercourse/dyspareunia (painful sexual intercourse),"), dysmenorrhoea ("severe menstruation pain/dysmenorrhea (cramping),/abnormal bleeding (general) irregular bleeding characterized as breakthrough bleeding and inter menstrual spotting in an irregular pattern associated with cramps") and arthralgia ("joint pain"). The patient was treated with metronidazole (flagyl), fluconazole (diflucan), fluconazole, nystatin w/triamcinolone [nystatin,triamcinolone], nitrofurantoin (macrobid), lotrisone, esomeprazole magnesium (nexium), surgery (on (B)(6) 2016 underwent partial hysterectomy) and surgery (d and c). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, vaginal infection, dysmenorrhoea, inflammatory bowel disease, vaginal haemorrhage and pelvic pain had resolved, the genital haemorrhage, back pain, dyspareunia, menorrhagia, arthralgia, fatigue, alopecia and procedural pain was resolving and the vomiting, coital bleeding, urinary tract infection, cervicitis, vulvovaginal discomfort, bone loss, libido decreased, metrorrhagia, cystitis, pelvic discomfort and vulvovaginal burning sensation outcome was unknown. The reporter considered abdominal pain, alopecia, arthralgia, back pain, bone loss, cervicitis, coital bleeding, cystitis, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, inflammatory bowel disease, libido decreased, menorrhagia, metrorrhagia, pelvic discomfort, pelvic pain, procedural pain, urinary tract infection, vaginal haemorrhage, vaginal infection, vomiting, vulvovaginal burning sensation and vulvovaginal discomfort to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: confirming full occlusion of fallopian tubes . On (B)(6) 2008: pathology: beta streptococcus group b isolated. On (B)(6) 2013: pathology gardnerella vaginalis detected . Most recent follow-up information incorporated above includes: on 2-mar-2018: plaintiff fact sheet and medical records received: reporters details added. Event added as abnormal bleeding (vaginal, menorrhagia), dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, gastrointestinal or digestive system condition: inflammatory bowel syndrome, vomiting, constipation, bloating; hair loss, infection (bladder/urinary tract/vaginal): vaginal infections, cystitis, cervicitis (bleeds on contact and with intercourse), vulvar irritation; pain, vaginal discharge, other injury or complication: post coital bleeding, decreased libido, vaginal dryness, bone loss at tail bone, vaginal burning, pain pelvic pain moderate and characterized as a pressure sensation and fullness located in the right lower quadrant, abnormal bleeding (general) irregular bleeding characterized as breakthrough bleeding and inter menstrual spotting in an irregular pattern associated with cramps. Lab data and treatment drugs were added. Lot number added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), back pain ("severe back pain"), dyspareunia ("pain during intercourse"), menorrhagia ("prolonged menstruation"), vaginal infection ("abnormal vaginal infections") with vaginal discharge, dysmenorrhoea ("severe menstruation pain"), arthralgia ("joint pain"), fatigue ("fatigue,"), alopecia ("hair loss") and gastrointestinal disorder ("bowl problems"). The patient was treated with surgery (on (B)(6) 2016 underwent partial hysterectomy). Essure was removed. On (B)(6) 2016, the patient experienced procedural pain ("painful post-operative recovery"). At the time of the report, the abdominal pain, genital haemorrhage, back pain, dyspareunia, menorrhagia, vaginal infection, dysmenorrhoea, arthralgia, fatigue, alopecia, gastrointestinal disorder and procedural pain was resolving. The reporter considered abdominal pain, alopecia, arthralgia, back pain, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, genital haemorrhage, menorrhagia, procedural pain and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirming full occlusion of fallopian tubes. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.